Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable was frayed at the end. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There were no signs of blood detected on the device. A visual analysis was performed. It was discovered that part of the outer casing on the female head connector was torn, leaving the inner wires exposed. There was no visible damage detected to the inner wires. Based on the returned condition of the device, the reported failure "break" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable was frayed at the end. No patient involvement.